Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon burst at 7 atm. Reportedly, the burst caused tearing on the esophagus. They thought there might have been some mucous. The patient was monitored and there was no intervention needed. The procedure was completed at this time. There were no patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be fine and was eventually sent home.